Manufacturer narrative:
Vyaire medical field service representative replaced the bulkhead connector for the exhalation sensor. Checked operation of system made necessary adjustments for proper operation. Unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea unit has vent inop (ventilator inoperable) while on a patient. The customer confirmed that there is no harm associated with this reported event.